Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of generator emitted a burning smell. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found a sticker on cover; otherwise the unit appeared to be in good condition. All the knobs and switches functioned properly. An electrical test was performed, and the unit passed and was within all test parameters. Upon removing the cover, the c62 capacitor on the rf top board was found to be burnt. The capacitor was in line with three other capacitors so there were no adverse effects on the output. The condition of the returned device was consistent with the complaint that the unit had a burnt smell; the complaint was confirmed. As this unit was used multiple times, the most probable cause of this issue is wear and tear. A review of the device history record (DHR) confirmed that no deviations were found during original manufacturing. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the generator was set in monopolar mode with a power output of 10 watts when an electrical burnt smell was noted. The procedure was completed with another endostat iii rf generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the generator was set in monopolar mode with a power output of 10 watts when an electrical burnt smell was noted. The procedure was completed with another endostat iii rf generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.